Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 113,744 joules the ¿tip of the fiber seemed to have detached in some way causing the fiber to fire in what seemed to be straight ahead (forward fire) as well as firing sideways.¿ the procedure was completed using a second fiber. Patient status was reported as ¿ok.¿

Manufacturer narrative:
(B)(4).